Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen, a problem that had persisted for several months. There was no adverse impact to the customer¿s blood glucose level. Cts provided instructions on how to properly press the button but decided to replace the pump with one that had updated software. The customer acknowledged the instructions for returning the faulty pump and did not require a signature for delivery. Additionally, cts facilitated a warm transfer to dexcom for further assistance after the customer reported a sensor issue on the dexcom app.